Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a string was identified wrapped around the splines of the octaray catheter. It was reported that when removing the octaray mapping catheter from the body, at the end of the procedure, it was noticed that there is a foreign, non-biological, string wrapped around the splines of the octaray mapping catheter. The caller reported that it appears that the string is attached to the octaray mapping catheter. The foreign material is a light-colored hair-thin string. It was attached on one end of the catheter. Material was wrapped around all splines appearing like spider webbing. Physician wanted tech to pull on material to ensure that it did not easily break, hoping nothing broke off and embolized.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and a string was identified wrapped around the splines of the octaray catheter. It was reported that when removing the octaray mapping catheter from the body, at the end of the procedure, it was noticed that there is a foreign, non-biological, string wrapped around the splines of the octaray mapping catheter. The caller reported that it appears that the string is attached to the octaray mapping catheter. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, and fourier transformed infrared spectroscopy (ft-ir) test of the returned device was performed following bwi procedures. Visual analysis revealed that one spline has a small damage on an electrode. The electrode was observed dent and partially lifted; no internal components were exposed. A foreign material coating was also observed entangled in the spline of the octaray mapping catheter. No other issues were observed during the visual inspection. Fourier transformed infrared spectroscopy (ft-ir) was performed and data reveled that material showed that the transparent foreign material found on the electrode is mainly composed of polytetrafluoroethylene (pt-fe). The foreign material observed could be related to the sheath used during procedure but this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The foreign material issue reported by the customer was confirmed. The potential cause of the foreign material could be related to the damage on the electrode. In addition, the damage on the electrode and foreign material could be related to the interaction between the sheath and the device however this cannot be conclusively determined. The instruction for use (IFU) contain the following warning and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-apr-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).